Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was timing off too soon. Troubleshooting with tandem technical support indicated that the pump was functioning as expected. However, customer maintained that there was an issue with touch screen. Customer's blood glucose was 257 mg/dl. Customer continued to use the pump for insulin therapy.